Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia as well as the customer was in a coma for three days due to insulin pump not delivering insulin properly. The customer blood glucose level was unknown at the time of incident. The customer also reported that they had other medical problems due to insulin pump. The device will not be returned for analysis.